Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels ranging from 303-500 (mg/dl). To address the bg level, the customer delivered correction boluses and consumed water. Additionally, the customer received an intravenous (IV) of fluids from the urgent care to address the bg level. Recommendation was made to consult with health care provider regarding diabetes management.